Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 399.72 mcg/day. Five months ago (from (B)(6) 2016), the patient was not getting any pain relief. The patient had not started any new activities that could cause increase in pain or positional kinking of the catheter. An x-ray was ordered of the catheter looking for granuloma, and the results of that x-ray were unknown. There was an underinfusion volume discrepancy at the refill on (B)(6) 2016. The hcp did not believe this could be related to a pocket fill, and it was not the result of a programming error. The volumes were unknown, but they got back 3ml more than expected at the refill. The dose increase was at the of (B)(6). Logs showed no stalls.

Event description:
Additional information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving a dose of 500mcg/day at a concentration of 500mcg/ml of fentanyl via an implantable infusion pump for non-malignant pain. It was reported that at some refills the pump's reservoir volume was a little more than expected. The hcp also reported that the patient's pump was almost flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.